Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer initially requested assistance with interpreting infusion knowledge portal data related to an unspecified device event that occurred in (B)(6) 2014. Incomplete details were later provided as follows. The patient was having a toxic reaction from crohn¿s disease due to self-neglect. Following arrival to the emergency room surgeons had to amputate her legs and there was some unconfirmed indication that her arms were also involved. The patient was reported to have ¿barely survived¿ the surgery. There was an initial allegation that the ICU nurse overdosed the patient with an unspecified drug, possibly norepinephrine which was possibly changed from ¿4 into 250 ml¿ to ¿16 into 500 ml¿ and possibly changed from 30 to 40 mcg/min at 1800. However, the facility later stated that the drug was infused in surgery, not ICU. The dose and rate exceeded guardrails limits, but were still appropriate for the patient¿s sepsis condition, so they feel that there was no infusion inaccuracy by the nurse or the anesthesiologist, that no overinfusion/overdose occurred, and that the ikp data confirmed what was documented in the ehr for the infusion. There was no error with the concentration. No further event details were provided.